Event description:
The pt reportedly experienced sound quality issues. Testing performed show that the device was not functioning. The pt's device was explanted and the pt reimplanted with another advanced bionics cochlear implant. The pt was reported to be doing well with the new implant.